Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2010. It was reported that during a coronary drug eluting stenting treatment procedure, the 2.75x12mm taxus liberte drug eluting stent was unable to cross the lesion. The lesion was predilated using a 2.0mm non-bsc balloon, inflated three times to 16atms. The lesion being treated was located in the distal right coronary artery (rca). Upon removal the tip of the catheter was found to be flared. The procedure was completed with a different device. No patient complications were reported. Patient status reported as "good". However, the returned product revealed stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. Evaluation codes - product analysis was unable to verify the reported difficulty crossing the lesion. Product analysis was able to verify the reported tip damaged. The stent delivery system (sds) with stent was visually, tactilely and microscopically examined along the entire length of the shaft and the only damage seen on the device was proximal stent damage and tip damage. The stent had two struts damaged and stretched with one extending back from the proximal end at 45 degrees. The undamaged portion of the returned stent meets the applicable specification for outer diameter. Blood was visible in the distal and midshaft of the device which is consistent with the reported information that the device was used. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).